Manufacturer narrative:
The explanted inlay was returned to the manufacturer; however, there was no inlay found inside the container which precluded evaluation of the device. The patient received a flap depth that was thinner than recommended, which could have contributed to the development of corneal haze. The device instructions for use includes the following precaution statement: "do not implant the raindrop near vision inlay under a femtosecond laser flap shallower than 30% of the central corneal thickness." (B)(4).

Event description:
The surgeon provided the following additional information on (B)(6) 2016. At the one-week postoperative visit the patient's best corrected distance visual acuity (bcdva) was 20/20. The corneal haze was described as central and peripheral corneal haze. In addition, ring inflammation/haze was observed on the corneal inlay. The visual disturbances did not significantly impact the patient's activities of daily living. The haze and visual disturbances have both resolved and the patient's most recent bcdva was 20/25. The corneal flap was thinner than recommended (175 microns with a preoperative pachymetry of 546 microns) which may have been a contributing factor.

Manufacturer narrative:
The explanted inlay was received in a condition that precluded analysis, therefore no testing will be performed. The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported issue. Recurrent corneal haze, inlay removal, and loss of contrast sensitivity in low light conditions are listed in the device labeling as known complications of corneal inlay surgery. Complaint reference# (B)(4). Date emdr submitted:10/14/2016.

Event description:
The subject was enrolled in the clinical trial for ide #(B)(4) and underwent surgery on (B)(6) 2013 with implantation of the investigational corneal inlay. On (B)(6) 2016, the study site reported explanting the inlay due to recurrent haze and night vision disturbances in the operative eye. Additional information is being requested.